Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of discoloration / variation in color / cloudy was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter within the fluid path of the device. The following information was provided by the initial reporter: device received with slight discoloration of the rubber .

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter within the fluid path of the device. The following information was provided by the initial reporter: device received with slight discoloration of the rubber .